Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a patient incident on (B)(6) 2022 and the customer wanted the logs retrieved for review.

Event description:
The customer reported that there was a patient incident on (B)(6) 2022 and the customer wanted the logs retrieved for review to check if alarms were on.

Manufacturer narrative:
The investigation revealed there was no patient injury or death and no allegation of the device contributing to the report. Per clinical review on august 4, 2022: in regards to the case it is no longer reportable due to the fact that there was no patient injury or death involved related to the incident as of 8/04/2022. Furthermore, biomed is not alleging pic ix contributed to a patient event. The complaint can be downgraded from a serious injury complaint to a product problem because biomed confirms alarms were accidentally turned off, and the pic ix did not contribute to a patient injury of death (no patient injury or death is involved in the incident).